Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection did not reveal any problems. A functional evaluation revealed a handpiece sensor fault. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator procedure, the mdu presented an error message. Backup device was available to complete the procedure. No delay and no patient injuries were reported. Results of investigation revealed that during functional evaluation the shaver had a sensor fault error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.